Event description:
Injury: a woman reported in a letter that a novofine 30 needle had broken off in her husband's thigh. The patient went to a nearby hospital emergency room where x-rays confirmed the location of the needle. In a subsequent conversation with the woman, she stated that her husband was given a tetanus shot and antibiotics (non-specified). She indicated that her husband was examined by a surgeon who determined that he was not a good candidate for surgery and therefore, no attempt was made to remove the needle. The patient had been using the needles for several years without incident and continues to use them at this time.